Event description:
The customer reported that the system intermittently displayed a precharge voltage error and would not boot up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replacing during the service call. The system was tested and found to be working as intended and put back into service.